Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt's device remains implanted. This is the final report.

Event description:
It was recently reported that the pt had csf leak during the initial implant surgery. The csf leak was repaired during the surgery.